Event description:
Discordant, falsely low calcium results were obtained on samples for two patients on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun and resulted higher and rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data the fse discovered mixer 1 was sitting high which would not be mixing in the cuvette correctly. Also reagent probe 2 was found to be clipping the washport. The fse adjusted the aforementioned parts to manufacturer specifications. The cause of the discordant, falsely low calcium results was the malfunction of mixer 1 and reagent probe 2. This instrument is performing according to specifications. No further evaluation of this device is required.